Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed a sudden increase of the defibrillation impedance beyond the upper limit. The increase was attributed to the pocket drying after routine change out of the implantable cardioverter defibrillator. No interventions were made. The patient was stable.